Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user inserted the ncircle tipless stone extractor into the right urinary tract to extract stones, but the basket would not open or close at the target site. The user then replaced it with another ncircle tipless stone extractor to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A search of the nadc database shows all devices from lot # 8164308 have been shipped. No similar product from the same lot is available for investigation. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, quality control data and specifications was conducted. The device history record was reviewed. There was one device was found during production with a basket/grasper that would not open. A review of complaint history revealed one similar complaint associated with lot number 8164308 from a different customer. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. According to the instructions for use (IFU): enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Without the complaint device and with the information available, the cause for the reported issue of the basket not being functional could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.